Manufacturer narrative:
The meter associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging inaccurate control solution results. The reporter was unable to give exact values. This complaint is being reported because the alleged inaccuracy control issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event